Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels of (40 mg/dl) the customer ate food to stabilize bg level. The customer is a new pump user and stated that low bg level could be due to body getting used to being on humalog instead of the previous insulin. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.